Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eleven (11) years, since the subject device was manufactured. The device was not returned to olympus for inspection. And therefore, the customer's complaint could not be reproduced. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the "no image" malfunction would likely, be related to a failure of the digital light source cable or incomplete connection. The event can be prevented, by following the instructions for use, which state: 3.1: precautions for installation and connection: turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. Use appropriate cables only. Otherwise, equipment damage or malfunction can result. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a preparation for use, the bronchovideoscope had no image when turning up angle. The unspecified procedure was completed using a similar device with no delay reported. There were no reports of patient harm.

Manufacturer narrative:
The customer was instructed to reseat the digital light source cable on both the cv-190 and clv-190 to resolve the reported issue of no image. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.